Event description:
The catheter was broken under the steri-strip.

Manufacturer narrative:
Additional information has been requested from the reporter. The sample is available and is to be returned for analysis. Upon completion of the investigation, a supplemental report will be submitted. (B) (4).